Event description:
A patient reported that her neurologist told her that he had a different patient with an implantable neurostimulator (ins) as well. This patient was riding in a hybrid car and when it switched from electric to whatever it turned her ins off. The patients indication(s) for use were unknown.